Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had reached an end of service (eos) battery status. The patient stated that they saw the eos error message when attempting to increase amplitude on the date of this report. It was noted that the device was off/disabled and no longer providing therapy. There was an allegation of dissatisfaction with the ins longevity as the patient was under the impression that the battery would last three years. The patient was redirected to their healthcare provider (hcp) to discuss next steps and replacement surgery. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s implantable neurostimulator (ins) died a year early and was currently at an end of service (eos) battery status. The patient stated that they were scheduled to get the ins replaced. It was further reported on 2017-oct-17 that the patient had to keep putting their settings higher in order to get the best relief, which may have led to the eos/premature battery depletion. The patient stated that they spoke with a manufacturer representative, who redirected them to their healthcare provider (hcp) to schedule the replacement surgery. No further complications were reported or anticipated.